Event description:
This device requires you to grip it one hand then the other for a 12 minute routine as hard as you can. This device has injured the lower part of the thumb where the thumb is thickest and connects to the hand. Awaiting an appointment with a hand surgeon. The manufacturer recommends using this product for a minimum of 5 days per week-one per day. They say do this for 12 weeks. I did exactly this , I stopped using it (B)(6) 2018. As I write, it is very painful for me to hold a pen or to do simple tasks like unscrewing a jar top . Most times my thumbs hurt when not using them. I asked the manufacturer for my money back and they refused.